Event description:
It was reported to philips that connection to allura failed; corrupt startup reported on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Software reload and configuration; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).